Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility on (B)(6) 2008. The fse discovered aspirate probe number 1 wash line leaked air and not washing properly. The fse replaced the aspirate probe tubing and verified alignments. The fse successfully completed system checks and verified creatine kinase-mb (ck-mg) met precision expectations. The fse completed repair verification per established procedures. All results conformed to the manufacturer's published performance specifications. Note: prior to unit service, the fse instructed the customer to change the aspirate probes and complete system check. The fse stated system check successfully passed. The unit was operating within specifications despite the observation of an air leak in aspirate probe number 1. The primary tube was bd plastic lithium heparin gel separator tube, sized 13x100. The reportable event was identified during a retrospective review of product complaints conducted from (B)(6) 2008 through (B)(6) 2010 for additional reportable events. This medwatch report is related to mdrs 2122870-2011-02913 and 2122870-2011-02916.

Event description:
The customer reported low creatine kinase-mb (ck-mg) result for one patient involving unicel dxi 800 access immunoassay system. This is report number two of three. The erroneous result was discordant to access 2 immunoassay system and did not correlate with the patient's clinical condition. The result on the access 2 immunoassay system correlated with the patient's clinical presentation. The erroneous result was released out of the laboratory and questioned by the physician. Ther has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.